Manufacturer narrative:
(B)(4). Batch # p92u22. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the jaw of the instrument broke off inside the patient. The doctor was able to retrieve the broken piece. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Investigation summary: the device was received with the upper jaw detached not returned and the top of the I-blade fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the I-blade was damaged, not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw as the jaw was unable to cycle open and closed. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.